Event description:
The customer reported that an mp70 monitor fell off its mount. No user or pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that an mp70 monitor fell off its mount. No user or pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.